Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic infection ("pelvic infections") and genital haemorrhage ("excessive bleeding/ abnormal bleeding (general)") in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included endometrial ablation in 2011. Concurrent conditions included svt, wpw syndrome and hypertension. Concomitant products included metoprolol. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse/ dyspareunia (painful sexual intercourse)"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), abdominal pain ("pain abdominal"), pelvic pain ("pain pelvic"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and nausea ("nausea"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("pain/cramping"), polymenorrhoea ("heavy menstruation twice per month") and complication of device insertion ("right essure difficult to place"). The patient was treated with progesterone (progestine). Essure treatment was not changed. At the time of the report, the pelvic infection, genital haemorrhage, abdominal pain lower, dyspareunia, migraine, headache, dysmenorrhoea, vaginal discharge, abdominal pain, pelvic pain, vaginal haemorrhage, menorrhagia and nausea had not resolved and the polymenorrhoea and complication of device insertion outcome was unknown. The reporter provided no causality assessment for complication of device insertion with essure. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic infection, pelvic pain, polymenorrhoea, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: she had previously had regular menses prior the placement of the essure device. Injuries or symptoms claimed did not decrease or resolve. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: essure device placement confirmed. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on 28-feb-2018: plaintiff fact sheet received. Reporter information, patient¿s demographic information, relevant history and lab data updated. Events abnormal bleeding (general), dyspareunia (painful sexual intercourse) were clubbed with previously reported events. Events pelvic infection, migraine, headache, dysmenorrhoea, vaginal discharge, abdominal pain, pelvic pain, vaginal haemorrhage, menorrhagia, nausea, complication of device insertion were newly added. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ("pelvic inflammatory disease"), uterine haemorrhage ("abnormal uterine bleeding"), pelvic infection ("pelvic infections") and genital haemorrhage ("excessive bleeding/ abnormal bleeding (general)") in a 29-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "right essure difficult to place". The patient's past medical history included endometrial ablation in 2011. Concurrent conditions included svt, wpw syndrome, hypertension, depression, depression, dysfunctional uterine bleeding and ovarian cyst. Concomitant products included metoprolol. In (B)(6) 2014, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse/ dyspareunia (painful sexual intercourse)"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), abdominal pain ("pain abdominal"), pelvic pain ("pain pelvic"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia) / heavy menstruation") and nausea ("nausea"). On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("pain/cramping") and polymenorrhoea ("heavy menstruation twice per month"). The patient was treated with progesterone (progestine). Essure treatment was not changed. At the time of the report, the pelvic inflammatory disease, uterine haemorrhage and polymenorrhoea outcome was unknown and the pelvic infection, genital haemorrhage, abdominal pain lower, dyspareunia, migraine, headache, dysmenorrhoea, vaginal discharge, abdominal pain, pelvic pain, vaginal haemorrhage, menorrhagia and nausea had not resolved. The reporter provided no causality assessment for pelvic inflammatory disease and uterine haemorrhage with essure. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic infection, pelvic pain, polymenorrhoea, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: she had previously had regular menses prior the placement of the essure device. Injuries or symptoms claimed did not decrease or resolve. 3 trailing coils of the device were intrauterine,2 trailing coils were visible. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dyspareunia, vaginal hemorrhage. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: abnormal uterine bleeding, pelvic inflammatory disease. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: essure device placement confirmed pregnancy test - on an unknown date: negative. On (B)(6) 2016, pathology report showed diagnoses-pathologic diagnosis: endometrium biopsy- disordered proliferative pattern endometrium with focal early stromal breakdown, fragments of placental implantation site. Microscopic description- sections of an endometrial biopsy reveal disordered proliferative pattern endometrium. Area of early stromal breakdown is noted. Diagnoses: irregular menstrual cycle, dyspareunia, left ovarian cyst, pid (pelvic inflammatory disease). Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on 1-mar-2018: medical records received. Reporters were added. Events added per mr: pelvic inflammatory disease, aub (abnormal uterine bleeding). Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.